Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device keeps turning itself on and off. The display shows "666" then powers off. There was no audible alarm or message when the unit powered itself off. The condition occurs during both ac and batter y power and it is persistent. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation a loose object was heard inside unit. Internal examination reveals power supply grounding screw is no longer connected to psu and was moving around inside of unit and dropped out upon disassembly. The display shows 666 and led segments are not correctly illuminating. The ui board was replaced and the unit functioned as designed.